Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant there were high thresholds on the leadless implantable pulse generator (ipg) and x-ray found the device had partially dislodged. The leadless ipg was removed and replaced. No patient complications have been reported as a result of this event.